Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and weight to the specification. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, creases fold and wear abrasion. Based on the device analysis the final assessment is: a sharp crease opening on posterior due to fold flaw opening.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device remains implanted.